Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9393016) was received broken at the most proximal laser cut teeth segment on the shaft. The shaft was completely broken into 2 pieces and received at us cq. This damage is consistent with a device that was likely subjected to the unanticipated torsional forces during the tightening process, resulting in the shaft of the screwdriver twisting and breaking off. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was performed at cq the shaft diameter of the device was intended to be measuring from 8 mm +/- 0.2mm and was measured to be 7.99 mm which was within the specification as per the drawing . Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. Flexible screwdriver hex 5 flexible shaft. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9393016) as the shaft of the device was completely broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history part: 03.037.028, lot: 9393016, manufacturing site: hägendorf, release to warehouse date: 29 may 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ref.#: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the sales consultant was attended a case of a right intertrochanteric fracture that involved the proximal femoral nailing system (tfna). During proximal locking of the nail and blade, the handle of the 5mm hexagonal flexible screwdriver broke. The handle separated from the shaft. There were no fragments generated from a broken device. There was no surgical delay reported. The procedure was finished uneventfully. There was no patient harm. Concomitant devices reported: unknown nails: tfna (part# unknown, lot# unknown, quantity# 1) unknown nail head elements: tfna helical blade (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).